Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The unit was unable to perform the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor and excessive no delivery test or verify motor error alarm due to missing segments. The motor passed the motor test. The insulin pump was also received with a cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The company representative via phone call that the insulin pump alarmed motor error. The caller did not know the blood glucose reading.